Manufacturer narrative:
Medical history included multiple prior injectable procedures including sculptra (poly-l-lactic acid) and restylane with good outcome. The patient's skin type was reported as "type ii." Concomitant medications were reported as unknown. The patient received a I cc injection of restylane to the right tear trough. Pre-procedure medication included lmx5 (lidocaine 5%) topical. No additional procedures were performed at the time of implantation. The physician reported the syringe fractured at the threads during the injection. The injecting physician reported he did not know the final sequelae other than the patient experienced severe bruising and near complete loss of her lower eyelid lashes. The physician assessed the severity of the events as severe. Associated product complaint (B)(4). Additional PMA/510(k) # p020023.

Event description:
On (B)(6) 2010, a spontaneous report by a physician was received from the physician's wife regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Additional information was received on (B)(6) 2010 from the physician. Based on the information received, the case was reassessed as non-serious, unexpected. On an unspecified date the syringe exploded while the patient was being injected. The patient experienced bruising. It was reported one syringe was used, approximate quantity remaining in syringe was 1/4 left, and size of needle and color of hub: 32 gauge and brown. The lot number and expiration date were 9890-1 and 09/2011, respectively. Company comment: product quality issue is not an adverse event. On (B)(6) 2010, additional information was received from the physician. The patient received a 1 cc injection of restylane on (B)(6) 2010 to the right tear trough. Pre-procedure medication included lmx5 (lidocaine 5%) topical. No additional procedures were performed at the time of implantation.